Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thump software was utilized and uploaded trace/history files for the most part successfully but with some parsing errors in the pump history file. No pump error 25 was noted during testing, in the pump history file, or in the power management graph. The pump history file lists several 58=failed battery test alerts. The batt tool lists the following low battery/battery insertion cycles in reverse chronological order: battery cycle 5.0 received the lowbatteryalert (104) on 08/23/2025 17:14:00 after more than 7 days at 11.14 days. Battery cycle 4.0 received the lowbatteryalert (104) on 07/27/2025 07:21:00 after more than 7 days at 10.9 days. Battery cycle 3.0 received the lowbatteryalert (104) on 07/16/2025 08:54:00 faster than expected at 5.95 days. The last cycle is less than 7 days indicating that the pump fails the battery life test. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of unexpected replace battery alerts was confirmed in the pump's history. According to the battery duration failure analysis instructions, the customer did experience an unexpected power loss of less than 7 days per the pump history records, suspecting a hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. This is the second occurrence of the replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. No product return is required for mmt-1884.